Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks for what appeared to be t-wave oversensing. A review of the treated episodes by technical services (ts) showed a broad complex rhythm at approximately 130 beats per minute (possible bundle branch block) with double-counting of t-waves in secondary vector (1x gain) with smart pass on. This double-counting of t-waves results in delivery of an 80-joule shock during both episodes with shock impedances of 75 ohms and 85 ohms respectively. Programming options were discussed should the physician not want to treat this rhythm. Troubleshooting considerations were also discussed. No further assistance was required. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks for what appeared to be t-wave oversensing. A review of the treated episodes by technical services (ts) showed a broad complex rhythm at approximately 130 beats per minute (possible bundle branch block) with double-counting of t-waves in secondary vector (1x gain) with smart pass on. This double-counting of t-waves results in delivery of an 80-joule shock during both episodes with shock impedances of 75 ohms and 85 ohms respectively. Programming options were discussed should the physician not want to treat this rhythm. Troubleshooting considerations were also discussed. No further assistance was required. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.